Event description:
It was reported that a cgm error occurred, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. Following the pump reset, the error did not reappear, and the caller successfully started their sensor session.